Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being prophylactically replaced during a routine system upgrade and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis#: (B)(4): (B)(6) / on (B)(6) 2025 15:43:14 gmt-0600 central standard time analysis summary for pe#: 0707629799-20 analysis transaction ID#: (B)(4), model#: 5076-58 serial/lot#: (B)(6). The lead was received without a reported complaint, so analysis assessed general functionality. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity testing of the distal (pacing), and proximal (sense) conductors. Analysis showed the lead failed to meet performance specifications. Though the lead was received without a reported complaint, a product performance issue was found at analysis. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information on (B)(6) 2025 15:43:10 cst pli#: 20, product ID#: 5076-58, the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.